Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). A mustang 6 x 6, 75cm was returned for analysis. A visual and tactile examination found the shaft of the device to have completely detached at 795mm from the distal end of the strain relief. It is noted that the broken inner shaft was severely stretched. As a result of the breaks, part of the balloon was received separated from the shaft with the tip section attached. An examination of the balloon identified a complete circumferential tear in the balloon material. Part of the balloon was received detached from the device with the tip attached. The tear was located in the mid to proximal region of the balloon material. The balloon was fully bonded on the proximal and distal balloon bond sides. The distal markerband was found to have detached from the device and was not returned for analysis. The tip was attached to part of the balloon section that was detached. No other issues were identified during the product analysis. Patient codes corrected.

Event description:
It was reported that balloon rupture occurred and balloon catheter removal difficulty was encountered which led to surgical intervention. The target lesion was located in an arteriovenous shunt. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. Upon removal, the balloon was stuck with the sheath. An open surgery was needed to remove the device and perform endarterectomy. The procedure was completed with a different device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred and balloon catheter removal difficulty was encountered which led to surgical intervention. The target lesion was located in an arteriovenous shunt. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. Upon removal, the balloon was stuck with the sheath. An open surgery was needed to remove the device and perform endarterectomy. The procedure was completed with a different device. No patient complications were reported and the patient condition is good.